Event description:
It was reported that the patient had shortness of breath and a large pericardial effusion subsequent to the implant of the right ventricular lead. The patient required a subxiphoid pericardial window and pericardial biopsy. The lead is still in use. No further patient complications have been report as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.